Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. One device was returned for analysis. Visual inspection noted there were cracks on the external housing of the handle and screen, indicative of using the incorrect cleaning wipes. Functional evaluation noted the handle was returned with a fully depleted battery and would not initialize once removed from the representative charger. The handle was opened up and it was determined that the current interrupt device (cid) for one of the battery cells was open. Logs were taken and field-programmable gate array (fpga) errors could be seen. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. All reported conditions were confirmed. The analysis noted evidence that the device was not used as intended. Replication of the damaged housing can occur if the device is dropped. Instructions for use states: the power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure. Additionally, the investigation detected an unreported condition of improper cleaning and the battery would not charge that has no relationship to the reported condition. The root cause of the observed damage to the external handle housing was misuse of the product. Root cause of the observed open cid was determined to be from battery degradation. The most likely root cause of the observed unreported failure of open cid was due to an inadequate specification of material. It was found that extended periods of time at a high state of charge would lead to the cell bulging to open the current interrupt device (cid) and venting. Improvements have been initiated to mitigate this condition. The investigation found the unreported failure(s) did not cause or contribute to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, there was a handle error symbol on the screen and the screen was cracked. Handle was rebooted however error message did not resolve. There was no patient involvement.